Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose (bg) was 597 mg/dl with high ketones; a manual injection was administered and fluids were consumed to address the elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.